Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient fell from bed while sleeping and hit his head on (B)(6) 2023, however, he did not had any complaint. On (B)(6) 2023 the recipient was flipped over on his head while playing with his brother in a rough way and on (B)(6) 2023 the recipient reported that he could not hear anything with the device. Re-implantation is considered. Follow-up measurements scheduled for mid november.

Event description:
The recipient fell from bed while sleeping and hit his head on (B)(6) 2023, however, he did not had any complaint. On (B)(6) 2023 the recipient was flipped over on his head while playing with his brother in a rough way and on (B)(6)2023 the recipient reported that he could not hear anything with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. In addition, in situ measurements before the reported impact show two channels with involved in a short circuit due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. In addition, in situ measurements before the reported impact show two channels with involved in a short circuit due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient fell from bed while sleeping and hit his head on (B)(6) 2023, however, he did not have any complaint. On (B)(6) 2023 the recipient was flipped over on his head while playing with his brother in a rough way and on (B)(6) 2023 the recipient reported that he could not hear anything with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient fell from bed while sleeping and hit his head on (B)(6) 2023, however, he did not have any complaint. On (B)(6) 2023 the recipient was flipped over on his head while playing with his brother in a rough way and on (B)(6) 2023 the recipient reported that he could not hear anything with the device. The recipient has been re-implanted.